Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold with loss of capture (loc) due to suspected dislodgement. It was reported that the patient recently fell and afterward reported feeling dizzy, tired and short of breath. Surgical intervention was performed and the lead was abandoned.